Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that she would have to wait several minutes before her one touch ultra meter was display a result. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began in the afternoon the day before. The cca noted that the patient manages her diabetes with insulin (no adjustments). As a result of the alleged issue, the patient claimed she took her usual dose of novolog insulin (10 units) that afternoon. However, approximately 30 minutes after the issue began; the patient stated she felt dizzy and sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was manually powering the subject meter on instead of inserting a test strip. The alleged issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.